Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the waveguide had fractured and disengaged. It was reported that the device received a red light and would not activate during use and the device broke during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical prostatavesiculectomy by (B)(6), major surgery and extensive surgical time with the surgeon, the device stopped working after 3 hours of use and broke during use to the patient but no detached parts fall into the patient's cavity. Several tests were carried out, the batteries (4 units) and generators (2 units) were changed, and the clamp still did not work. Open another clamp to continue the procedure and the surgery proceeded normally after the use of a new clamp. There was no patient injury.